Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to noise that was oversensed causing pacing inhibition with asystole less than two seconds. The noise was reported as related to electromagnetic interference (emi). Intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.